Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported system error 345 alarm which were verified through a review of the event history log but not reproduced during evaluation. The reported condition was verified. The evaluator found the upstream and downstream thermistor were reading normally, however the ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.